Manufacturer narrative:
Section h10: additional information- the manufacturer's investigation conclusion previously reported stated that the patient reportedly suffered from a confirmed recurrent gi bleed. This MFR captures the first admittance/onset in (B)(6) 2019. The readmission for the recurrent gi bleed occurred in (B)(6) 2019 and is captured under MFR # 2916596-2019-03788. It was previously incorrectly stated that this MFR captured a readmission in (B)(6) 2019 and the onset was in (B)(6) 2019.

Manufacturer narrative:
Approximate age of device: 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced multiple power spikes and speed drops. Per the account, the cause of the power and speed events were due to a recurrent gastrointestinal (gi) bleed starting in april. The patient received multiple transfusions and gi procedures. The patient is stable with no issues. No further information was provided.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported gi bleeding could not be conclusively established through this evaluation. Additionally, the report of power elevations was confirmed based on the submitted log file, however, a specific cause for the events cannot be determined. The account communicated that the patient had multiple power elevations with speed drops upon interrogation. The patient¿s blood pressure was slightly elevated. The patient reportedly suffered from a confirmed recurrent gi bleed (first admittance in june) for which they underwent multiple transfusions and gi procedures (refer to the patient¿s previous complaints). The patient was re-admitted (B)(6) 2019 for this recurrent gi bleed. The patient is currently stable with no issues. No product is available for investigation. The submitted log file contained approximately 30 days of data from 20mar2019 through 19apr2019. Elevations in power were captured on 20mar2019, 27mar2019, 30mar2019, 08apr2019, 11apr2019, and 13apr2019 (up to 11.1 watts). Corresponding elevations in calculated flow up to 12.0 lpm were recorded during power elevation events. All power and flow elevations occurred during pi events. No atypical alarms were captured. The actual motor speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4 of MFR # 2916596-2019-03485 was reported incomplete. The date received by the manufacturer is 31jul2019.